Event description:
A malfunction alarm occurred, identified by the code malf 9, and needed a reset. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, after which the malfunction did not recur, allowing continued use of the pump; further instructions were provided to contact support if the issue reappeared.